Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that the bd preset¿ arterial blood collection syringe was missing the heparin cap before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "before use, the customer found 1ea abg has no heparin cap."